Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini needle 5 mm the medication was not properly delivered. The following information was provided by the initial reporter: the reporter gets in touch informing that the pen is having problems, she triggers the dosage button alone and does not even know if she applied or not, that she sometimes reuses the same needle up to 4 times, or even when her mother starts to feel pain.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd ultra-fine¿ mini needle 5 mm the medication was not properly delivered. The following information was provided by the initial reporter: the reporter gets in touch informing that the pen is having problems, she triggers the dosage button alone and does not even know if she applied or not, that she sometimes reuses the same needle up to 4 times, or even when her mother starts to feel pain.